Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery could not be charged. Customer¿s blood glucose level was between 236-237 mg/dl. The customer continued to use the pump for insulin therapy.